Event description:
Patient had distal fractured below the tip of the short nail. Thus was revised to a long nail. Fracture happened prior to surgery. The short gamma nail was put in as a prophylactic; patient had cancer. Short nail was implanted by another surgeon. Patient fell at some unknown time after surgery and had distal fracture. Short nail was extracted and re-reduced. Long nail was put in.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry states an unknown gamma3 short nail to be the subject product. No further associated products were reported. According to the event description the patient suffered from an additional bone fracture after an unknown time after the implantation of an unknown gamma3 short nail due to a fall of the patient and was thus revised to a long gamma nail. The reported event indicates that the initial implant had fulfilled its tasks without any damage. The implant itself was not broken. A malfunction or failure of the device was not reported. A physical examination of the item could not be carried out as the device was not returned to stryker kiel. A review of the device history could not be carried out as the lot code is unknown. Medical records and x-rays were not provided. The cause of the event ¿ additional fall ¿ and potential product breakage was considered in the risk analysis. The risk of additional trauma is pointed out in the IFU. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device. The event was not caused by any deficiency of the device. Investigation revealed no non-conformity. Device not returned.

Event description:
Patient had distal fractured below the tip of the short nail. Thus was revised to a long nail. Fracture happened prior to surgery. The short gamma nail was put in as a prophylactic; patient had cancer. Short nail was implanted by another surgeon. Patient fell at some unknown time after surgery and had distal fracture. Short nail was extracted and re-reduced. Long nail was put in.